Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units pressure transducer, which was found to be defective, was replaced. Functional tests and calibration processes of the device done. Tested with a trainer and catheter, it was delivered to the biomedical unit in working condition. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10 additional information: event site postal code: 55000 a getinge field service engineer (fse) found pressure transducer(d682-00-0076-01) to be defective before, and it was replaced. Functional tests and calibration processes of the device done. Tested with a trainer and catheter, it was delivered to the biomedical unit in working condition.